Event description:
It was reported that during an anterior resection procedure, the device was fired and the crunch was heard, and two very good anastomotic rings were observed. However, no staples deployed and the bowel was un-stapled although had been cut through. A permanent colostomy was performed on the pt. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 02/12/2009. Info anticipated, but unavailable at this time.